Manufacturer narrative:
Analysis of lead with serial number (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 01-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 01-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient lost therapy due to early battery depletion with possible lead revision due to lead migration. Upon testing the lead with the wens after old ins was disconnected, the lead had high impedances on electrodes 10-13. Lead was pulled and replaced and sent back for analysis. Leads were tested to see if they were ok to salvage however unable to due to impedance issues on 4 electrodes; the other lead was pulled due to migration. Two new leads were put in; all impedances were good. New ins was attached. Full replacement took place. Issue resolved.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the ins was discarded. They stated that the lead with the high impedances was returned on 2020-07-23.